Event description:
It was reported per maude event report that the arrow epidural catheter broke off in pt's epidural space in lumbar region.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.